Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot# v138335, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot# v138335, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information from the patient indicated that for the past two years, her therapy hadn¿t worked as well for her as it had during the first few years she had it. Recently the patient noticed that whenthe device is turned on, she feels stimulation for a few minutes, but then it ¿fades out¿ and she can¿t feel stimulation or get therapy. It was noted that the patient had an appointment scheduled with her physician on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information received on (B)(6) 2013 reported that the patient¿s programmer unit was ¿going blank¿ and turning off inte rmittently. The patient was able to synchronize the programmer with the ins but could not increase the stimulation. The patient stated that the programmer screen went blank when they tried to push the + button. It was noted that the ins was currently off and they could not feel the stimulation. The patient desire more education and assistance on the use of the programmer unit. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced never having therapeutic effect from their implantable neurostimulator (ins). The patient was on program 1 at 1.9 volts. The patient was able to switch to program 2 at 1.50 volts and felt the stimulation and then ¿went away¿. The patient then increased the stimulation to 1.60 volts and was going to monitor symptom control on this setting. Additional information received on (B)(6) 2013 reported that the patient could not feel the stimulation and that the programmer was ¿adjusting on it's own¿. There was no reported accident or incident related to the complaint. The patient stated that they were reprogrammed by their physician 3 weeks ago and felt the stimulation up until last week sometime. The patient experienced urinary frequency issues and did not notice any relief from the ins therapy. The patient then changed to program 4 at 2.2 volts and felt the stimulation at that setting. The patient was going to stay at this setting for a few days. Follow up information received on (B)(6) 2013 reported that the patient still had concerns with their device therapy but had not sought further help. The patient was going to contact their physician for follow-up. Follow up information received on (B)(6) 2013 from the healthcare professional (hcp) reported that the cause of the event was likely due to the patient not knowing how to use the programmer. Impedances measurements were >4000 ohms on electrode combinations of #0-3, 1-3, 2-3, and case-3. Reprogramming was performed on (B)(6) 2013 with the result that the patient felt the stimulation appropriately. It was noted that electrode #3 in combination with any other electrode was non-functional. The high impedances were reported to have been ¿discovered¿ in (B)(6) 2013. It was also noted that the patient did not know how to use the programmer unit other than to increase the stimulation. The patient was also noted to have ¿unrealistic¿ expectations regarding what the device can do and how often they voided. In addition, it was reported that the patient consumed a large amount of caffeine daily. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).